Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that the device had reached eri due to premature battery depletion. Device replacement was suggested.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. No sources of high current were noted. Further analysis of the battery revealed lithium clusters, but at the time of analysis the clusters did not appear to be in a location or size that would be sufficient to cause an internal short of the battery. The cause of the premature battery depletion could not be conclusively determined. From these analyses, in the absence of other root causes, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit.

Event description:
New information received indicates that the device was explanted and replaced.

Event description:
New information received indicates that the patient was in stable condition post-procedure.